Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis revealed that this programmer was booted up for black screen with no backlight. The inverter shorted out on the lower half, the inverter cover and liquid crystal display (lcd) cover were melted from the short out and were being replaced. Furthermore, the programmer passed all functional and incoming tests. The programmer was returned for analysis and was repaired. No adverse patient effects were reported.